Manufacturer narrative:
Device alarmed drive count or time values or changes incorrect for moving or coasting error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify no motor movement or negligible movement. Retries to free a stuck motor failed error due to drive count or time values or changes incorrect for moving or coasting error. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received multiple pump error alarms. The customer¿s blood glucose level was 548 mg/dl. The customer was treated with a manual injection. Troubleshooting was performed for pump error alarm. They were unable to rewind the device. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.